Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The customer was advised to reload the software to address the ussue. The software was reloaded to address the issue.